Event description:
(B)(4) are separate cases which were batch reported. According to the reporter: sutures are breaking at knots (interrupted skin sutures) and the patients are having dehiscence multiple patients. Was the device used in patient: yes was there patient injury/hazard: yes if yes, describe injury/treatment: dehiscence there was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc. Was the delay over 30 minutes: yes if yes, did delay affect the patient? The patients all had dehiscence and were required to come back to the office for more stitches to close their wound. Reason product not returned: they fell out of the patients in their normal lives - the patients did not have sutures to bring back to the office. Note: ftr comment: sutures are breaking at knots (interrupted skin sutures) and the patients are having dehiscence. Multiple patients. Additional product is sp5681g, lot #d4e1258x. In all 6 codes of sutures are having issues, etc)? Separate instances were confirmed. A sixth incident was opened as ftr # (B)(4). Additional information received: I do not have anything else to tell you. They called me in and told me we have been having issues with dehiscence with these codes. I do not know how many patients, what patients, when, where, etc.. I asked for more details and they did not have anything else they could provide me except they had noticed an unprecedented number of patients returning over a period of 4 weeks. There won't be any additional information.

Manufacturer narrative:
(B)(4).